Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('remaining fragments'), fallopian tube perforation ('perforation of fallopian tubes / migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus') and perforation ('perforation of other organs') in a 42-year-old female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria hospitalization and intervention required), fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), complication of device removal ("essure removal but remaining fragments"), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions "), autoimmune disorder ("autoimmune reactions"), headache ("headaches "), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes "), anxiety ("anxiety "), depression ("depression") and fatigue ("chronic fatigue") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal and planned removal of fragments). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, perforation, complication of device removal, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, complication of device removal, depression, device breakage, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: patient was advised she would be having remaining fragments removed on (B)(6) 2020. The patient has suffered and continues to suffer from chronic symptoms. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 17-sep-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('remaining fragments') and medical device removal ('essure removal') in a 42-year-old female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria hospitalization and intervention required) and complication of device removal ("essure removal but remaining fragments"). The patient was treated with surgery (essure removed and planned removal of fragments). At the time of the report, the device breakage, medical device removal and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage and medical device removal to be related to essure. The reporter commented: patient was advised she would be having remaining fragments removed on (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('remaining fragments') and medical device removal ('essure removal') in a (B)(6) female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria hospitalization and intervention required) and complication of device removal ("essure removal but remaining fragments"). The patient was treated with surgery (essure removed and planned removal of fragments). At the time of the report, the device breakage, medical device removal and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage and medical device removal to be related to essure. The reporter commented: patient was advised she would be having remaining fragments removed on (B)(6) 2020. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('remaining fragments'), fallopian tube perforation ('perforation of fallopian tubes / migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus') and perforation ('perforation of other organs ') in a 42-year-old female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria hospitalization and intervention required), fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), complication of device removal ("essure removal but remaining fragments"), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions "), autoimmune disorder ("autoimmune reactions"), headache ("headaches "), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes "), anxiety ("anxiety "), depression ("depression") and fatigue ("chronic fatigue") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal and planned removal of fragments). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, perforation, complication of device removal, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, complication of device removal, depression, device breakage, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: patient was advised she would be having remaining fragments removed on (B)(6) 2020. The patient has suffered and continues to suffer from chronic symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2021: legal claim received. Information added: events (chronic abdominal pain, chronic pelvic pain, chronic back pain, excessive bleeding, unintended pregnancy, device ineffective, migration of the essure device to the abdominal or pelvic cavity / perforation of fallopian tubes, perforation of the uterus or other organs, allergic and auto-immune reactions, headaches, chronic fatigue, weight changes, hair loss, tooth loss, mood changes, anxiety and depression). The event "medical device removal" was deleted. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("remaining fragments"), fallopian tube perforation ("perforation of fallopian tubes / migration of the essure device to the abdominal or pelvic cavity"), uterine perforation ("perforation of the uterus") and perforation ("perforation of other organs") in a 42 year-old female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("essure removal but remaining fragments"), device ineffective ("device ineffective") and medical device monitoring error ("essure insertion & endometrial ablatin performed on same day"). The patient had a medical history of fibromyalgia, general body pain, seizures, parity 2 and multigravida. Concurrent conditions were listed as adenomyosis, fatigue, coital bleeding, urticaria, menorrhagia, dysfunctional uterine bleeding and menorrhagia. On (B)(6) 2012, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criteria hospitalisation and intervention required), fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and fatigue ("chronic fatigue"). The patient was treated with surgery (12-sep-2017 removal of essure hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2020 at the time of the report, the outcomes for device breakage, fallopian tube perforation, uterine perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and fatigue were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device breakage, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: patient was advised she would be having remaining fragments removed on (B)(6) 2020. The patient has suffered and continues to suffer from chronic symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram pelvis] on (B)(6) 2019: findings: there has been hysterectomy there is a 2.3 cm left ovarian cyst;. There is a slightly irregular linear structure 12 mm in length along the anterior and inferior aspect of the left ovary in the anterior left pelvis and this appearance is consistent with an essure coil. There is a second 7 mm long linear metallic. Structure immediately to the right of the midline along the superior and anterior margin of the vaginal vault. Impression: the two metallic densities described are consistent with essure coils; on (B)(6) 2020: findings: chronic deformity involving the proximal right femur in keeping with remote injury. No acute fracture or dislocation is seen. Pelvic rim and left hip appear intact essure coils again project overlying the pelvic inlet; on (B)(6) 2020: findings: multiple pelvic radiographs have been obtained along with 2 specimen radiographs on the initial x-ray there is presence of a single essure coil. When compared to radiograph done (B)(6) 2020, 2 essure coils were present. On the second pelvic radiograph done today, once again the single essure coil is noted in similar location when compared. To control radiograph. On the initial specimen radiograph there is no evidence of essure coil. On the second specimen radiograph there is presence of at least part of the essure coil. [Magnetic resonance imaging pelvic] on (B)(6) 2019: findings: there has been a hysterectomy. There are some areas of mild thickening identified in the lower pelvis, including adjacent to the vaginal vault, suspected to relate to minor residual scarring it is difficult to clearly visualize of the residual fragments of the essure coils on the current study. A small linear area of diminished signal is noted adjacent to the left ovary mpression: 1. Previous hysterectomy. 2. The residual small essure coil fragments demonstrated on radiography from (B)(6) 2019 are difficult to clearly visualize on the current MRI study likely due to their small size and as they may be potentially obscured by adjacent anatomy. Thus, if it will alter clinical management then further evaluation with a pelvic CT may be considered. [Pathology test] on (B)(6) 2017: clinical history: aub, asherman syndrome post-ablation. Clinical diagnosis-same and adenomyosis. Specimen: uterus and cervix and left tube. Gross description: uterus, cervix and left fallopian tube-a silver metal essure coil is noted extending from the left corneal aspect into the uterine cavity. The essure coil noted al the left corneal aspect is 3.5 cm in length and 0.2 cm in diameter. An additional essure coil is noted at the right corneal aspect that is 3.5 cm in ieng.th and 0.2 cm in diameter. Diagnosis: uterus and left fallopian tube showing inactive endometrium with features consistent with previous ablation. Unremarkable myometrium, cervix and fallopian tube [ultrasound pelvis] on (B)(6) 2013: bilateral essure micro insert are noted and have a normal shape on the 2d and 3d ultrasound as well as the pelvic x-ray. Impression: 1. No sonographic evidence to suggest significant adenomyosis. 2. Bilateral essure microinserts 3. Normal ovaries; on (B)(6) 2016: clinical history: severe left-sided pain. Findings: essure coils noted in-situ impression: heterogeneous uterine myometrium. This findings can be associated with adenomyosis; on (B)(6) 2019: impression : 1. Interval hysterectomy. Nonvisualization of the ovaries. 2. A right paramidline nonspecific echogenicity may represent an essure coil versus calcification versus bowel gas.; on (B)(6) 2019: findings: one essure coil projects lateral to the inferior margin of the left si joint. Other coil projects over the coccyx. Immediately to the right of midline quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: (B)(6) 2024: medical record received. New event medical device monitoring error was added. Medical history, concomitant conditions, concomitant drugs, were added. Lab data including (surgical pathology report) added. Patient information & new reporters were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.